Event description:
Customer reported a cisplatin secondary infusion was infusing at 575 ml/hour and 2 hours into the infusion, the nurse found a leak at the silicone segment right below the upper fitment. The nurse cleaned up the cisplatin and hung a new IV set and the infusion completed with no other problems. No pt harm or medical intervention reported. Although requested, customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported set leaking from the silicone segment due to the product was not returned for failure investigation. The customer stated the set was discarded. The root cause of this issue could not be identified.